Event description:
The difficulty was removing a urinary catheter despite the balloon being deflated. On examination of the catheter, nursing noted that while the balloon was deflated, it appeared larger than normal. With manipulation, staff was able to remove the catheter without causing the pt injury. The pt is a chronic alcoholic. Admitted after falling and being on the ground for >5 hours, the pt developed rhabdo. Dates of use: (B)(6) 2017. Diagnosis or reason for use: weakness, falls, lethargy.